Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a loss of bladder control and her device was ¿turning off.¿ the patient had unrelated surgery on (B)(6) 2013. The next day the patient turned the device back on. The patient noticed a return of symptoms when she got home on (B)(6) 2013 so the patient used the programmer to check the device and found that it was off even though she had turned it on. The patient stated that when she ¿turned it on, it showed that it was off and she knew she turned it on,so it should have shown that it was on.¿ the patient clarified that by ¿shutting off¿ she referred to the ¿light bulb button.¿ at the time of the report the patient did not feel stimulation but turned her stimulation on and felt it. The stimulation was in the right location and had not moved. The settings were the same as prior to surgery and the patient did not recall being around any strong electromagnetic interference while at the hospital. The device was last checked by a health care provider (hcp) in (B)(6) 2012. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# v941183, implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had turned the device off for surgery on (B)(6) 2015, but when the device was turned back on, "she was having problems" with symptom return. The device was confirmed to be on, so the patient increased stimulation but there was no change perceived in symptoms. After a while, the patient could not feel stimulation.